Event description:
It was reported that during the initial implant procedure, loss of capture and low r-wave amplitude were noted on the right ventricle (rv) lead. Repositioning of the rv lead was attempted, however, the stylet was no longer able to be inserted into the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and sensing r-wave amplitude variation were not confirmed, while the reported event of ¿impossible to insert the stylet¿ was confirmed. A complete lead without a stylet, was returned in one piece for analysis. Visual and x-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. Unable to insert stylet due to condition of the inner coil at the connector region of the lead as received. The cause of ¿impossible to insert the stylet¿ was due to inner coil being over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.